Event description:
One endeavor sprint drug eluting stent was implanted in the rca during the index procedure. 12 days post index procedure, the patient underwent a staged procedure 5 stents were used - one endeavor sprint drug eluting stent was implanted in the cx, two endeavor sprint drug eluting stents were implanted in the lad. A dissection occurred during lad stent implantation. A further two endeavor sprint drug eluting stents were implanted in the 1st diagonal. Stent recoil was reported to have occurred during 1st diagonal stent implantation and an additional stent was placed.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).